Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (4.2 mg/ml at 10 mg/day), ropivacaine (8.6 mg/ml at 20.64 mg/day), and clonidine (8.6 mcg/ml at 17.55 mcg/day) via an implantable infusion pump. It was reported the patient experienced increased pain. The event date was reported to be (B)(6) 2021. The hcp increased the daily dose, but there was no change. Then they emptied the pump to refill it, they regularly had a difference of 7 ml to 15 ml between the expected volume and the volume withdrawn. They tested the catheter and did radiology to see if it was still in the right position; everything was reported to be okay with the catheter. They didn't do a rotor exam. There were no reported environmental or external patient factors that may have contributed to the issue. The issue was not resolved. Surgical intervention did not occur nor was planned. The patient status was alive, with injury; further details of the injury indicated the patient had increased pain. Further complications were not reported. Additional information was received. The patient didn't have relief since february. It was reported the patient went to the implant center. The doctor emptied the pump and found the same volume in the pump as indicated in the programmer, but the patient continued to have pain.